Event description:
A customer received a "replace sensor" message with the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was given lucozade and dextrose as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor. The sensor plug was properly seated. Extracted data using approved software and sensor was found to be in state 6 (indicating abnormal termination) with event code 21. Visual inspection has been performed on the sensor plug and no issue were observed. De-cased the sensor and performed visual inspection, on the printed circuit board assembly (pcba), no issues were observed. Measured the battery and the results were within specification. Therefore, this issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.